Event description:
It was reported that following a coronary artery stenting procedure, the pt expired. The lesion being treated was located in the proximal left anterior descending (prox lad) artery. The physician implanted a 3.50x16mm taxus express2 study stent. A dissection occurred therefore, a 3.50x12mm taxus express2 stent was implanted to treat the dissection. In 2009, the pt was diagnosed with interstitial pneumonia. Oxygen was administered. Five months later, the interstitial pneumonia had "taken a turn for the worse". Aspiration pneumonia developed and the pt expired due to "sputum choking". An autopsy was not performed. In the opinion of the physician, the relationship of the pt's death to the taxus stents is not related.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.